Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she has been experiencing a rash with the last few sensors. Patient tried using alcohol on the affected area but rash did not heal. Patient consulted with her doctor who told her she was having an allergic reaction to the sensor's pod's adhesive and doctor advised patient to use tegaderm on her rash site. Patient reports that there is no infection at adhesion skin area and that rash is healing with use of cream.